Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) was reported of having sepsis. It was also mentioned that the patient had fever, tachycardia, and tachypnea. Moreover, this was possibly caused by aspiration event or gastrointestinal source from ulcer disease. Further, the patient underwent a series of diagnostic examination and was given intravenous medication. The issue was resolved. This crt-d remains in service. No additional adverse patient effects were reported.